Manufacturer narrative:
The customer hospital biomed engineer evaluated the device with philips remote service personnel. The reported problem was confirmed. The cause of the reported problem was due to the defective capacitor. The customer replaced the capacitor to fix the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. H3 other text : the customer hospital biomed engineer evaluated the device.

Event description:
It was reported the operation check failed on charge button. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.